Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate electric shocks due to atrial tachycardia. Technical services was consulted and recommended reprogramming options. No additional adverse patient effects were reported. The device remains in service.